Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A report received from an health authority stating that an ophthalmic console turned off on its own. The details about surgery and patient contact was not reported. Additional information was requested several times with none received till date.

Manufacturer narrative:
The company representative was able to replicate the reported event. A 24v power supply and a footswitch cable were both replaced to address the issue. The system was tested and found to meet product specifications. There were no samples returned on this investigation. Based upon the information provided, a root cause cannot be conclusively determined. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. The root cause of the reported event is attributed to internal component nonconformance. There were no samples were returned on this investigation. Based upon the information provided, a root cause cannot be conclusively determined. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).